Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the direction for use states: ¿if greater than usual resistance is felt during delivery system withdrawal into the guide catheter, the stent system and guide catheter should be removed as a single unit.¿ ¿an unexpanded stent should be introduced into the coronary arteries one time only. An unexpanded stent should not be subsequently moved in and out through the distal end of the guide catheter as stent or coating damage or stent dislodgment from the balloon may occur.¿ (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right brachial artery. The target lesion was located in the right coronary artery (rca) graft. Insertion of a 6f guide catheter was not perfectly coaxial, so there was some angulation where the guide catheter entered the ostium of the vein graft. The tight lesion was not pre-dilated because the physician was careful not to embolize any material inside the vein graft. A guide wire was passed and a synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After several attempts, the physician tried to remove the synergy stent via the guide catheter; however, upon pulling back into the tip of the guide catheter, the stent was peeled off from the delivery balloon and remained in the vein graft. The physician then was able to remove the guide catheter and used a snaring device to remove the stent and retrieve all the devices back into the 6f brachial sheath. Moreover, when the physician attempted to retrieve the stent into the sheath, the physician lost control and dislodged again the stent which floated down to the radial artery. The patient was sent to vascular surgery and a cut-down procedure was done to remove the stent from the radial artery. The patient is scheduled on the next day in the afternoon for another percutaneous coronary intervention (pci) of the rca graft lesion but will obtain access via the femoral artery. No patient complications were reported and the patient was doing fine.